Manufacturer narrative:
The manufacturing record review did not reveal any issues or deviations that would explain the reported event. The manufacturing records confirm that the lots met all requirements prior to release. Devices remain implanted in the patient and were not returned, therefore no physical evaluation was completed. A clinical assessment was completed using medical records and medical imaging made available for review. There were no known procedure, anatomy or user issues related to this event. Additionally, there were no known related off label or cautionary product use conditions that contributed to the event. The root cause of this event is unknown. Associated clinical harms for this device failure are aneurysm enlargement requiring secondary endovascular procedure. There was also evidence to support coil embolization of a collateral left internal iliac artery branch at an unknown time and an active type ii endoleak. The secondary procedure was completed on 04/07/2017 and was complicated. These events are reported separately. The patient was discharged home on post-operative day four in stable condition.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and a power link cuff. A follow up computed tomography showed the patient had a potential type 3b endoleak and aneurysm sac growth. The physician elected to implant an ovation aortic body stent graft and two iliac limb stent grafts to seal the endoleak. The secondary procedure was completed and there have been no additional adverse event reported for this patient.